Event description:
It was reported that during a ptca/stent procedure, after predilatation, an attempt was made to cross the lesion with a pixel stent, but the attempt was unsuccessful. The stent was being withdrawn in order to pre-dilate the lesion again, and when it reached the left marginal (lm), it was found to have dislodged. The stent was then compressed against the vessel wall at the left marginal (lm) using another company's dilatation catheter. The procedure was completed by implanting two more stents at the lm and the proximal lad.